Manufacturer narrative:
The insulin pump was received with intermittent act and down arrow buttons response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 14.5 mmol/l. The customer stated that they came home from the beach and jumped in the shower and tried to reconnect. However, the button error came up and the customer had back-up0 insulin pens. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.